Event description:
A patient reported they were seen in the hospital for a blood glucose lab test. Their surestep meter allegedly was inaccurately high. Patient had symptoms of dizziness. The result on their meter was "high" and 268 mg/dl. The results from the lab was 177 mg/dl. The time difference between patient's meter was within 10 minutes. Treatment was unknown. Surestep test strips had a discoloration (green confirmation dot). No further information has been reported.